Event description:
It was reported difficult deflation was encountered during an undetermined procedure, assumed to be an angioplasty procedure. No pt complications resulted from this event. Attempts to gain further info with regards to the circumstances surrounding this event were unsuccessful. Without evaluating the product and without further details about the event. Co cannot determine the exact cause for this event. Directions for use state: "do not exceed the normal pressure printed on the product label.. Never manipulate the catheter with the balloon inflated... The integrity of all balloon catheters may be sharp objects or surfaces. Not recommended for use in calcified lesions.

Manufacturer narrative:
This device was received, evaluated and retained by this MFR. The engineering evaluation revealed the balloon deflated slowly, however, did deflate. The inner diameter of the connecting sleeve at the weld of the balloon to the sleeve was slightly below specification.